Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Report regarding patients right hip. Patient had blood work done checking for metal as well as an MRI. The doctor gave her a letter that the FDA issued a recall on some of her implants. Patients blood work revealed the metal levels were 4.3. Patient reported no discomfort, is able to walk and has no pain at the present time. The left hip is scheduled for an upcoming surgery.

Manufacturer narrative:
Additional information: weight, weight units. An event regarding abnormal ion levels involving a lfit v40 cocr head was mated with an accolade stem was reported. The event was confirmed. Product evaluation and results: not performed as the device was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: ¿after ten years in situ, an asymptomatic right total hip arthroplasty with benign appearing x-rays and MRI, stable modest cobalt and chromium elevation should only require routine follow-up and does not represent a pathologic situation. There is no indication that the recalled 36/plus-5 v-40 lfit head is currently related to a clinical problem.¿ review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation confirmed the reported event of abnormal ion levels were at modest levels. The consulting clinician indicated, ¿after ten years in situ, an asymptomatic right total hip arthroplasty with benign appearing x-rays and MRI, stable modest cobalt and chromium elevation should only require routine follow-up and does not represent a pathologic situation. There is no indication that the recalled 36/plus-5 v-40 lfit head is currently related to a clinical problem.¿

Event description:
Report regarding patients right hip. Patient had blood work done checking for metal as well as an MRI. The doctor gave her a letter that the FDA issued a recall on some of her implants. Patients blood work revealed the metal levels were 4.3. Patient reported no discomfort, is able to walk and has no pain at the present time. The left hip is scheduled for an upcoming surgery.